Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars were leaking a severe amount of gas. The patient was insufflated with approx 500 liters of gas. Unfortunately, the trocars used have been discarded. The consequence of the leakage is that the surgical field was compromised as it was difficult to operate and the procedure took longer due to this problem. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.